Manufacturer narrative:
Baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported damaged keypad which was reproduced. Evaluation observed several keys not functioning and the cursor jumping between two areas when pressed once on the up and down cursor buttons. The reported symptom was verified and found to be caused by a failed keypad. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a damaged keypad. There was no patient involvement. No additional information is available.